Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and delayed and required multiple presses to elicit a response. The reporter noted that the rubber covering the keypad buttons was completely worn off and the metal underneath was exposed. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the up arrow, down arrow and ok buttons. The audio bolus button was also noted to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast button had intermittent response. The keypad cover was removed for investigation and revealed the ok, up arrow and down arrow button contacts were missing and there was contamination under the contact of the contrast button.